Event description:
Customer reported receiving inaccurate high reading of 156 mg/dl. Customer had not set strip code number correctly. Pt experienced hypoglycemic symptoms and paramedics were called. The paramedics received a reading of 36 mg/dl. Customer treated with an IV. Customer tested on the fingers and did not wash test site prior to lancing.